Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Multiple lot numbers reported: j5k0289x, expiration date: 10/31/2020. J5f1446x, expiration date: 06/30/2020. J5k0289x, manufacturing date: 10/01/2015. J5f1446x, manufacturing date: 06/01/2015. (B)(4).

Event description:
According to the reporter: the needle broke off in patient's tissue during a lap hysterectomy. The patient was xrayed and needle was determined to be in tissue and was unable to be retrieved. Surgery time was delayed by more than 30 minutes but the delay did not affect the patient. Patient is currently ok.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) and engineering led an evaluation one endo stitch* 10mm suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation,and an evaluation of the returned sample. Visual analysis of the photographs confirmed the product did not meet quality release specifications that were tested due to the disengaged component. Engineering noted that the blade of the male jaw was bent with marks that show a manipulation with another instrument. The unprinted body was broken, the bottom was not present. The link of the right handle was broken. The pin that holds the links was loose and not centered. Center rob was bent. The screws were deformed. Engineering could not determine the cause of the observed damage. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened.